Event description:
Event description boston scientific crm received info that this device was being changed out for normal battery depletion and the right ventricular (rv) lead became stuck. The lead was successfully removed without damage. The new device was being implanted and the set screw came out and fell on the floor. A new set screw (off the shelf) was used and this device remains implanted.

Manufacturer narrative:
This device (model 1290) and the lead remain in service. Device (model 1270) was sent to pathology. As a result, boston scientific crm is unable to confirm the clinical observations. No add'l info is available at this time. This event will be reopened if any add'l info is received.